Manufacturer narrative:
Concomitant medical product: dtmb2qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection and erosion. It was noted that a replacement system will be implanted on the patient's right side when the infection resolves. No further patient complications have been reported as a result of this event.